Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) in association with the transvenous right ventricular (rv) lead exhibited some fluctuations in rv pace impedance. The fluctuation in impedances at times exceeded 2,000 ohms pace impedance. There were no adverse patient events as result of this issue.

Manufacturer narrative:
To date, the physician elected to turn off tachy therapy and do positional testing to assess for a potential lead fracture. The physician ultimately removed the rv lead from service. There was never any allegation of a connection issue. This ICD was electively removed from service when the lead was replaced. The investigation will be closed at this time. If new information becomes available, this report will be further evaluated and updated.